Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician felt that the balloon catheter was responsible for a small dissection of the coronary sinus proper. The physician indicated the catheter was not far outside the sheath. The experience with the balloon catheter was not a positive one for the physician. The implant was completed. No further patient complications have been reported as a result of this event.